Event description:
I had mentor silicone breast implants placed (B)(6) 2011. Approximately a year 1/2 after my implants were placed my health slowly started to decline. Multiple health issues with no medical explanation from testing including, brain fog, weight gain, fatigue/low energy, cognitive problems, joint and muscle pain, rashes/skin issues, ibs, anxiety, and depression that is currently being treated with medication. I have consultations schedule for removal of my implants. After much research it has become apparent that my implants are the cause of my health issues with no other explanation. I have had multiple tests the past 10 years with no explanation. FDA safety report ID# (B)(4).